Event description:
During a remote follow-up, under-sensing was observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. A device upgrade was performed prior to reprogramming being performed. The patient was stable.